Manufacturer narrative:
G2: country of origin is india. G4 PMA/510(k)#: the reported product c05b is not marketed in us but a similar product with product ID: cx01a, UDI: 00643169097803 with 510(k)# k102397 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that during pre mixture, monomer was found to be in crystallised form, hence monomer could not be used in cement mixture. Hence another manufacturer product was used to complete the surgery. The cement was stored in recommended storage conditions. There was no patient involvement reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3:product analysis of product no:c05b, lot no:230259532 visual inspection revealed the vial of cement polymer was not returned with the kit. The hardening of the cement may have occurred due to a pre-existing crack in the vial from the shipping process. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.